Manufacturer narrative:
Unit passed displacement test and self-test. Software error alarm was present in the pump trace download, problem isolated to electronic board stack.

Event description:
The customer reported via phone call that the insulin pump had software error alarm. The customer's blood glucose was 112 mg/dl at the time of incident. The customer performed troubleshooting and fill cannula was not recorded in the daily history. The insulin pump was returned for analysis.